Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as chronic low back pain and spinal pain. It was reported that the device pocket would not heal, and the pump and catheter were explanted on (B)(6) 2015. There was no infection present and it was unknown what lead to the event. The issue was resolved. The pocket was healed and there was a planned re-implant. The re-implant was scheduled for (B)(6) 2015. The patient's status at the time of report was alive. No injury.